Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the hospital after receiving appropriate hv therapy. The device exhibited infrequent crosstalk. Programming changes were made. The patient will be monitored with routine follow up.